Event description:
The MFR received info alleging a bipap harmony was not working properly and the pt's breathing was uncomfortable. The pt was admitted to the hospital. The investigation is still ongoing. A follow up report will be submitted when the MFR has completed the investigation.